Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process. There were no deviations during reprocessing. The device passed the leak test. The detergent used was anios excel. The instrument suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel opening brush and single use soft brush. The distal end was flushed with maj-2319. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 2 colony forming units(cfus) of staphylococcus coagulase negative at 36 degrees celsius were detected in all channels. Less than one cfu of microorganisms revivable at 30 degrees celsius was detected in distal end canal. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found no device issues. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for over 100 colony forming units (cfus)/ 100 ml of citrobacter braakii, enterobacter cloacae, and pseudomonas mossalii in the air/water channel. Positive for over 100 cfu/100ml of other pseudomonas in the auxiliary channel. Positive for over 100 cfu/100 ml of enterobacteria and other pseudomonas in the raiser pipe, and positive for 50 cfu/ 100 ml of other pseudomonas in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.